Event description:
Additional information was received from the patient. They reported that they may have turned the device off by accident .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to review MRI guidelines and eligibility for a scheduled MRI appointment on (B)(6) 2022. The patient also asked if the external devices needed to be turned on for the ins to be on and working. Patient services reviewed this information as well as reviewed external device function with the patient. The patient reported that, over the weekend sometime, they hadn't been feeling the stimulation. The patient stated they would usually be able to feel the stimulation in certain positions but they were feeling nothing, so they connected to their settings and saw that the therapy had been off. The patient stated they did not know how this happened and was adamant that they hadn't turned the therapy off nor could they think of a scenario when another individual might have turned it off for them. Patient services reviewed it was not expected behavior of the therapy and documented reported event. No further action was taken by patient services. Patient services then walked the patient through connecting to their settings and activating and then deactivating MRI mode, however patient services wanted to note the patient was not receptive to the instructions and steps needed to get from point a to point b. They expressed dislike of the communicator, sta ting it was hurting them to 'hold it back there' (over the ins) the whole time and stated they wished they didn't have to use it. The patient kept losing connection to the ins so patient services had to guide the patient to reposition the communicator and hold it in place over the ins site. Patient services also suggested that the patient have someone assist them with holding the communicator in place but the patient did not respond to that suggestion. The patient received an "operation failed. Error try again" message on the application at one point but they were always able to connect to see their settings. The patient was also very concerned about the "retry/end session screen," they were worried that was something that could turn their therapy off and patient services reviewed the purpose of the communicator and that message with the patient. The patient also stated it was hard sometimes to hit the up and down arrows to increase and decrease their stimulation levels. Patient services did not ask any further questions about this issue as they were focused on the reason for call. The external equipment was functioning as intended on the call. The patient was going to go to their MRI appointment tomorrow and they may call back for further assistance in activating MRI mode if needed.